Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. The patient experienced no audio output (no audio alarm) from the receiver which occurred the day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient reported he was sweating, shaking and uneasy around 3:00 pm due to hypoglycemia. His continuous glucose monitor receiver showed a reading of 47 mg/dl, but he did not receive any alerts. The patient does not have a blood glucose meter for comparison. The patient called his doctor around 3:10 pm and was advised to use 3 mg of baqsimi glucose nasal powder. After 20 mins, around 3:30 pm, the patient felt fine and was not transported to a hospital. He felt fine at the time of the call. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.